Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm during self test. Customer's blood glucose level was 304 mg/dl at time of incident, 122 mg/dl, 298 mg/dl, 321 mg/dl and current 360 mg/dl, 330 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection and bolus from insulin pump. Customer was neither in emergency room, nor admitted into hospital. Customer was alleging insulin pump was under delivery. Customer stated that the drive support cap appears normal. The insulin pump will not be returned for analysis.